Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator inoperative was not able to be duplicated but the error log revealed its occurrence. The vent inop had occurred due to a program execution error e-12. In addition reproducibility was not observed in spite of investigation afterwards. No anomaly was found in the device. The device was overall checked, cleaned and functional test was performed. Software was upgraded to 3.6.1.